Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had recurring issues with air bubbles in the reservoirs. Caller stated that it was difficult to remove the plunger because of the air bubbles. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the reservoirs would be replaced; no products were returned for analysis.